Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 314.020, lot: 2116, manufacturing site: bettlach. DHR not available as device is older than 15 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to filing and archiving of specification documents, which was in place till august 2014. A product investigation was conducted. Visual inspection: the returned device was examined and the distal tip was found to be stripped. Additionally, a chunk of a proximal corner of the handle has broken off.the device condition agrees with the complaint description with one additional issue identified during this investigation. Therefore, the complaint condition was confirmed. Document/specification review: relevant drawings for the returned instrument were reviewed (both from the time of manufacture and current revision): dimensional inspection: a dimensional analysis was not performed on the handle as it is obvious that the broken off portion is due to post manufacture wear. Dimensional analysis was completed, the tip to tip of the hex measured and is within specification based on relevant drawing. Material analysis: due to age of the device material property could have not contributed to the complaint. Conclusion: while no definitive root cause could be determined it is possible that with the given age of device (>15 years) with consistent sterile processing could have led to worn tip and broken handle conditions. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the small hexagonal screwdriver with holding sleeve were worn out after years of use. There was no patient involvement. This complaint involves ten (10) devices. This report is 6 of 10 for (B)(4).